Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering performed an exterior and interior visual inspection and found that the device to be within specifications. During functional testing, engineering confirmed the customer experience of the generator being unable to recognize any energy device plugged into it. Engineering found defective pogo pins in the connectors of the generator. Engineering replaced the adapter with a known operational one, and the generator functioned as expected. The root cause of the inoperative generator/device connection was due to the defective pogo pins. The defective pins prevented any energy devices from being recognized by the generator. The root cause of the defective pogo pins is a known issue and applied medical is updating its manufacturing process to address and prevent future incidents. Applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions, where applicable, to mitigate this type of event. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review.

Event description:
Thyroidectomy - "this cer was generated as a result of the eb030+ cer 200012445. During the case, the eb030+ (device a) was not recognized when plugged into the generator. It was then unplugged/plugged back into the generator and was successfully recognized and the surgeon attempted to use the device. The eb030+ would not activate & no tone was heard. A second eb030÷ (device b) was plugged into the generator and also would not activate & no tone was heard. A second generator (generator b) was used with device b with no issues. Post-operatively, both devices were connected to generator b and were able to activate. Patient status - "no adverse event / ok". Additional information received: june 30, 2016. Both ports were used on generator a with the same result. When both devices were used on generator a, there was an alarm tone with unrecognized device and a message on the screen. Following the procedure, team member was able to get his hands on device b and was able to get the device to activate on wet gauze with one of the generators (not sure which one). However, he was able to activate it only when he applied a lot of pressure to the handle.